Manufacturer narrative:
Analysis: although requested, the device has not been returned for inspection. Without product return, review is limited and no results can be provided. Review of user facility report indicates the device is available for evaluation. Follow-up by the medtronic representative with the hcp requested timely device return, but the user confirmed the product will not be returned to manufacturing for analysis. The user did not disclose the current status of the device. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. This initial report also provided medtronic's response to FDA's questions received 06/23/2006; therefore, no supplemental MDR follow-up report is planned at this time. The user indicated the device will not be returned to medtronic for evaluation. Conclusion: no patient event and no product return. An exact cause has not been determined for the reported event.